Event description:
The clinician reported that 2 years and 9 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration in type iii bone. The clinician reported the patient's peri-implantitis, infection, implant mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.